Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping / pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no: 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera on 25-oct-2010. Concurrent conditions included asthma, gastroesophageal reflux disease, depression and obesity. In 2010, the patient experienced migraine ("migraines"), 5 years 9 months after insertion and 1 day after removal of essure. In 2010, the patient experienced headache ("headaches") and mood altered ("hormonal changes:rapid mood changes"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), back pain ("back pain") and procedural pain ("pain, pain associated with surgery"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (in 2013 underwent ablation and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, procedural pain, vaginal haemorrhage, migraine, headache, nausea, abdominal pain lower, vulvovaginal pain and mood altered had resolved and the genital haemorrhage, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. A month after the essure dye test, successfully blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2019: plaintiff fact sheet received. Event was updated as hormonal changes: rapid mood changes and event pt was updated as mood altered. Lab data updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping / pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, gastroesophageal reflux disease and depression. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced hormone level abnormal ("hormonal changes"), migraine ("migraines") and nausea ("nausea"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding") and pain ("pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy in (B)(6) 2016) and surgery (in 2013 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, hormone level abnormal, vaginal haemorrhage, migraine, headache, nausea, abdominal pain lower and vulvovaginal pain had resolved and the genital haemorrhage, dyspareunia, back pain and pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: a month after the essure dye test, successfully blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hormonal changes, abnormal bleeding vaginal, migraines, headaches, nausea, lower abdominal pain, vaginal pain", reporter, lot number, concomittant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping / pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, gastroesophageal reflux disease and depression. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced hormone level abnormal ("hormonal changes"), migraine ("migraines") and nausea ("nausea"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding") and pain ("pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy in (B)(6) 2016) and surgery (in 2013 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, hormone level abnormal, vaginal haemorrhage, migraine, headache, nausea, abdominal pain lower and vulvovaginal pain had resolved and the genital haemorrhage, dyspareunia, back pain and pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pain, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: a month after the essure dye test, successfully blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping / pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, gastroesophageal reflux disease, depression and obesity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding") and procedural pain ("pain, pain associated with surgery"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy in may-2016) and surgery (in 2013 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, procedural pain, hormone level abnormal, vaginal haemorrhage, migraine, headache, nausea, abdominal pain lower and vulvovaginal pain had resolved and the genital haemorrhage, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, procedural pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 279 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion a month after the essure dye test, successfully blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received and event " procedural pain" updated. Patient information and lab data added. Outcome of event " procedural pain" has been resolved. Concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains and cramping and heavy bleeding (interpreted as genital bleeding)starting approximately 4 years after insertion. The plaintiff underwent hysterectomy and bilateral salpingectomy 6 years after insertion. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because surgical intervention was required for device removal. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding") and pain ("pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy in (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain, menorrhagia and pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dyspareunia, back pain, menorrhagia and pain to be related to essure. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains and cramping and heavy bleeding (interpreted as genital bleeding)starting approximately 4 years after insertion. The plaintiff underwent hysterectomy and bilateral salpingectomy 6 years after insertion. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because surgical intervention was required for device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.